Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). The hcp suspects the non-boston scientific right atrial (ra) lead is fractured. Technical services reviewed the device data and found ra impedances have been variable to high out-of-range. Measuring greater than 3,000 ohms. Additionally, there was observations of noise that was being oversensed by the respiratory rate trend (rrt) sensor. Technical services discussed possible causes and recommended to interrogate using the programmer. At this time, the ICD system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced successfully. The non-boston scientific right atrial (ra) lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). The hcp suspects the non-boston scientific right atrial (ra) lead is fractured. Technical services reviewed the device data and found ra impedances have been variable to high out-of-range. Measuring greater than 3,000 ohms. Additionally, there was observations of noise that was being oversensed by the respiratory rate trend (rrt) sensor. Technical services discussed possible causes and recommended to interrogate using the programmer. At this time, the ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). The hcp suspects the non-boston scientific right atrial (ra) lead is fractured. Technical services reviewed the device data and found ra impedances have been variable to high out-of-range. Measuring greater than 3,000 ohms. Additionally, there was observations of noise that was being oversensed by the respiratory rate trend (rrt) sensor. Technical services discussed possible causes and recommended to interrogate using the programmer. At this time, the ICD system remains in service. No adverse patient effects were reported.